Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the filter of a prismaflex tpe 2000 set. There was liquid on the floor during priming with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the set showed no anomaly. Functional air leak testing was performed (pressure 2 bar), and a leak was observed at the level of the warmer connection due to an incorrect tightening of the luer connection. The lines of the set including spikes are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the incorrect tightening condition was determined to be related to the supplier manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.